Event description:
Received call from an individual representing a law firm and a pt. The reporter alleges that in october of 1996 a pt injury resulted while using a standard scissor. It is alleged that the device broke during a knee procedure and was left in the pt. The caller would not elaborate or divulge any specific info about the pt, type of injury, or severity of injury. The caller did state and emphasized that there was no allegation of product problem and that 'it was felt it was a user problem'. No further explantation given by the caller. According to the caller the device will not be returned for investigation. It is unknown if the product is still available or not. The reporting would not identify the hosp, contact name or address.